Event description:
It was reported that during testing of the device, the display on the device went blank and appears to have locked up until the battery was removed. There was no patient use associated with the reported failure.

Manufacturer narrative:
Physio-control further evaluated the device and determined that the cause of the reported failure was due to a failure of an integrated circuit chip, designator u4 from the analog pcb assembly. The ic chip no longer had any oscillation output and caused the device to not complete a boot cycle.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.